Event description:
In 1999, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. CT studies taken over a seven year period found aneurysm growth which the physician attributed to endotension. In 2006, a second procedure was performed to re-line the original endograft using an aortic extender component and two contralateral leg components. The patient is reported to be doing well post-operatively.